Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the pump was replaced on (B)(6) 2019 as planned. Could not get pump from hospital as they discarded it (contradicting information, as the pump was returned). Pump was nearing end of life. Do not know patient¿s weight. Physician was aware of everything and patient is doing fine now.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of dilaudid at 2.87 mg/day via an implantable pump for spinal pain. It was reported a motor stall had occurred and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status log report showed the motor stall was active at the time of the report, (B)(6) 2019, and the motor stall occurred on (B)(6) 2019 at 5:46 pm with no recovery. The patient had contacted their doctor and let them know they had not felt well over the past couple days (relative to (B)(6) 2019). Motor stall considerations were reviewed. It was reported the pump would be replaced on (B)(6) 2019. No further complications were reported or anticipated.